Event description:
It was reported that the device exhibited a ¿white screen¿ alarm followed by error code 41100. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 11-sep-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. The pump and communication module had no obvious defects. Event history log was checked. The pump was used for one day on (B)(6) 2024. The next time the pump was used was on (B)(6) 2024. The first communication module intermittent connection occurred on (B)(6) 2024 at 9:20:51 am. The log displayed three battery state fault alarms thereafter, the first occurring on (B)(6) 2024 at 7:55:15 am. The event log is pointing to a communication module battery issue. Performed functional check. Upon initial power-up, the faulty module exhibited an error code of 41100, prompting an investigation. Using ac power for a brief period successfully resolved the issue, allowing the pump to function correctly during subsequent power-up tests. However, a connectivity test revealed that the module failed to associate with any wireless network. Substituting the communication module with an in-house test 2131 module resulted in seamless functionality without faults. Furthermore, a successful signal transmission to the pump was confirmed by receiving a ping within 299 milliseconds. The root cause was that the battery on the module had depleted, along with a faulty module. Charged coin battery on pump and contacted sales representative on purchasing a new communication module. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.